Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has not been checked in the clinic for over a year. Boston scientific technical services (ts) discussed about longevity and referred the patient to the physician. This device remains in service. No adverse patient effects were reported.